Manufacturer narrative:
However, the patient deteriorated, was intubated and developed asystole for which acls was started. The patient regained spontaneous cardiac activity but remained hypotensive. Fifteen minutes later, he developed a second episode of asystole and was subsequently pronounced dead. No autopsy was requested by the family members. The cause of death was hypotension due to hemorrhage. Pta was performed on a 95% occluded lesion in the proximal left internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch ii was severely calcified. A 6mm extra support angioguard was deployed and the lesion was pre-dilated. Then an 8x30mm precise pro rx stent was deployed. There were no neurological deficits following the procedure. Concomitant devices: precise stent catalog number pc0830rxc and lot number 15162076. Concomitant medications: heparin, atropine and levophed were administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. The report received from the (B)(4) study indicated that the physician attempted to prep three angioguard devices in a normal fashion and all three were failed attempts. The wire bowed out of the peel away sheath proximal to area that turns from peel away to over the wire. A 4th angioguard was successfully used. During the pta procedure in which an 8x30mm precise stent was implanted, the patient developed an episode of bradycardia and hypotension for which he was given atropine with improvement. After the procedure, the patient developed bradycardia and hypotension again after which the patient was transferred to the intensive care unit for hemodynamic monitoring. The patient remained hypotensive and urgent thoracic echocardiogram showed no evidence of an acute cardiac event. A-fib was ruled out and the patient's blood pressure improved with levophed. During the night the patient's hemoglobin dropped from 10 to 7 with unchanged hemodynamics. The patient received 2 units of blood which increased hemoglobin up to 8.4. The patient also had a gi bleed from an unknown site and a CT scan found an 8x5cm right-sided retroperoneal hematoma without evidence of active bleeding. The patient later deteriorated decreased to systolic of 70s with tachycardia and sudden onset of abdominal pain. Despite treatment the patient deteriorated, was intubated and developed asystole for which acls was initiated. The patient regained spontaneous cardiac activity but remained hypotensive. Fifteen minutes later, he developed a second episode of asystole and was subsequently pronounced dead. No autopsy was requested by the family members. Lake region lot number 01419857 is cordis lot number 70210513. Per lake region report (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419857. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2010-00097 and 1016427-2010-00097.

Event description:
As reported by the (B)(4) study, during a pta procedure in which an 8x30mm precise stent was implanted, the patient developed an episode of bradycardia and hypotension for which he was given atropine with improvement. After the procedure, the patient had bradycardia and hypotension again after which the patient was transferred to the intensive care unit for hemodynamic monitoring. The patient remained hypotensive and urgent thoracic echocardiogram showed no evidence of an acute cardiac event. A-fib was ruled out and the patient's blood pressure improved with levophed. During the night the patient's hemoglobin dropped from 10 to 7 with unchanged hemodynamics. The patient received 2 units of blood which increased hemoglobin up to 8.4. The patient also had a gi bleed from an unknown site and a CT scan found an 8x5cm right-sided retroperoneal hematoma without evidence of active bleeding. The patient later deteriorated decreased to systolic of 70s with tachycardia an sudden onset of abdominal pain. Despite treatment with medication the patient did not regain appropriate blood pressure and a decision was made to take the patient emergently to surgery for exploration of hematoma.